Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4). Description: ipg kit (without pull-through tunneler). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a lead revision due to lead migration, the physician was unable to reposition the lead and elected to explant the entire precision system. During the explant, the physician tore the dura. A sealant was used on the dura and the patient was reportedly doing well.